Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported symptoms of dizziness and fatigue. Customer took chromium to counteract the symptoms. There was no report of third-party medical intervention, death or serious injury.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.